Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) displayed autofill failure alarm. There was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse ran pim test and noticed pressure vent status failed straight away. Began to test all other stages of the unit and all was working fine, then ran pim test again, which passed this time. The fse replaced pim and a new safety disk just in case. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Unit also required latest fsca parts (not related to autofill failure issue).